Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during bolus and the piston on the pump was not moving when priming without the reservoir. Customer stated that the alarm occurred when the insulin was down to 20 units and there was no kinks in the tubing. Customer was unable to troubleshoot at the time of the call and their blood glucose readings were noted to be 381 mg/dl.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and the reservoir passed. Fluid did flow through the infusion set, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.